Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death is not yet known; autopsy is still in progress. The caller stated that the customer had low blood glucose "here and there." The customer had kidney failure, blood clot s in the lungs, and stomach infection. The caller did not know the customer's blood glucose at the time of death. The caller was unsure whether the customer was wearing the insulin pump at the time of death or not. The caller stated that the hospital still has the customer's insulin pump. The customer was not using sensors.

Manufacturer narrative:
Additional information is provided for type of reportable event. This information was not included with the initial medwatch report.